Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer's blood glucose level exceeded 500 mg/dl, resulting in a "high" reading. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections and changed the infusion set and cartridge to resume insulin.